Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection. No diagnostics were performed. The action taken to resolve the issue was ins and lead explant, which was planned for tomorrow. The issue was not resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.